Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned to depuy synthese for evaluation. All available x-rays were reviewed, and no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
On (B)(6) 2009, the patient had bilateral total hip arthroplasties to address severe bilateral hip arthritis. Depuy components were used during this procedure. On (B)(6) 2017, the patient had a revision femoral stem of left total hip arthroplasty, and exchange of metal liner to polyethylene to address broken (fractured) femoral stem aml with associated metal-on-metal articulation. The indications for surgery noted that the patient was having pain, cobalt and chromium levels were 14. During the procedure, the surgeon observed quite a bit of really thick white scar tissue. The proximal portion femoral stem was noted to be loose and easily removed. The distal portion of the stem was well fixed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 clinical code: appropriate term/ code not available (e2402) is used to capture blood heavy metal increased. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address femoral stem loosening at the bone to implant interface. It was also stated that femoral stem broke. Medical records received. After review of medical records it was indicated that on (B)(6) 2015 visit notes, the patient complained of numbness and tingling sensation in the bottom of his feet, issues appear when patient is sitting or lying down. Additional visit notes on (B)(6) 2017, the patient complaints of sharp stabbing pain in the left buttocks, groin and outer thigh and occasionally down into the left calf. Added relevant lab results. Doi: (B)(6) 2009;dor: (B)(6) 2017;unknown affected site.